Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "es - usc5n1 drawer failed" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported replaced the drawer controller boards for hh main drawers 2.2 and 3.2 due to cubies not being detected in both drawers. Additionally, replaced the retractor band for hh main drawer 3.1 due to a broken band. Fse opened and closed all three drawers 2.2, 3.1, and 3.2 ensure they are closing properly and all lights are working correctly. During dchu visual inspection p/n: 353844-01: it was observed that internal copper strands were in contact with adjacent strands with associated thermal damage, no other issues were detected during visual inspection. P/n: 151622-01: both parts showed no signs of physical damage, fluid ingress, loose or missing components. No anomalies were observed during visual inspection. During dchu testing p/n: 353844-01: no dchu testing was required due to the thermal damage observed during visual inspection. P/n: 151622-01: sn: (B)(6): failed during dmm testing due to low resistance measurement between tp502 and tp505. Sn: (B)(6): passed the dmm and hta testing without anomalies or intermittent behavior detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "es - usc5n1 drawer failed" was due to: cross continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer functionality. A shorted diode d501 on the drawer controller board (p/n: 151622-01) which led to circuit instability and ultimately compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, which located on usc5n1. As per part investigation, it was determined that there was cross continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage and shorted diode d501 on the drawer controller board. There were no adverse events or injuries reported based on this event.